Manufacturer narrative:
An end consumer reported, "eye spears shed fibers that became a foreign body in eye causing severe inflammatory reaction. Dr hovander had to redo the whole procedure with amniotic membrane incurring additional expense." Deroyal has requested return of the device, but has not yet received it. This investigation is not complete at this time. No further information is available at this time. We will provide follow-up report when additional information becomes available.

Event description:
An end consumer reported, "eye spears shed fibers that became a foreign body in eye causing severe inflammatory reaction. Dr hovander had to redo the whole proceduure with amniotic membrane incurring additional expense."

Manufacturer narrative:
Deroyal requested return of the device, but never received it. However, pictures of the device were provided to deroyal. When reviewing the pictures received, it was noted that threads could be seen coming out of the eye spears indicating that a clean-cut was not made. Deroyal reviewed failure mode and effect analysis (fmea) and corrective actions and preventive actions (capas) and no issues were found. An inventory check was completed on the (B)(4) each of the sponges and all were found to be acceptable. Maintenance logs were checked on the cutter press machine. All maintenance logs were up to date and showed that the machines were clean. There was some wear noted on one of the rubber mats. A complaint to sales ratio was conducted between (B)(6) of 2022 to (B)(6) 2024 and was found to be (B)(4). Root cause: based on the investigation performed and the verification with the pictures, the root cause was determined to be a manufacturing issue in that the operator did not see or remove excess particles from the eye spear. Corrective or preventive actions: while no root was established, a discussion was had with an operator to ensure the process of cutting the eye spear was followed to eliminate any excess particles from the eye spear. The cutting board and the rubber on the eye spear cutting machine were replaced. The process is 100% visually inspected. This process was observed and the operator confirmed that any irregular cuts or any loose particles are removed during inspection. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.

Manufacturer narrative:
Deroyal requested return of the device, but never received it. Deroyal reviewed failure mode and effect analysis (fmea) and corrective actions and preventive actions (capas) and no issues were found. An inventory check was completed on the (B)(4) each of the sponges and all were found to be acceptable. Maintenance logs were checked on the cutter press machine. All maintenance logs were up to date and showed that the machines were clean. There was some wear noted on one of the rubber mats. A complaint to sales ratio was conducted between january of 2022 to february 2024 and was found to be (B)(4). Root cause: because no sample was able to be obtained, the issue was not able to be confirmed. Corrective or preventive actions: while no root was established, a discussion was had with an operator to ensure the process of cutting the eye spear was followed to eliminate any excess particles from the eye spear. The cutting board and the rubber on the eye spear cutting machine were replaced. The process is 100% visually inspected. This process was observed and the operator confirmed that any irregular cuts or any loose particles are removed during inspection. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.